Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. During inspection and testing, no image was confirmed. Based on the results of the investigation, from the finding of pinhole in the bending section cover and dent on the insertion tube, we presume that some stress was applied to the insertion section. The suggested event may have occurred by damage of the charged coupled device unit affected by the stress. However, we could not specify cause of the event. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Bending section cover had a pinhole, bending section cover glue was cracked, image was flickering, insertion tube was dented, and low angulation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during reprocessing, the bronchovideoscope had no image. There was no report of patient harm.